Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, an annuloplasty ring was explanted at implant and replaced by a valve. On (B)(6) 2011, a response was received from the surgeon indicating the device was explanted due to regurgitation of the native valve. This was indicated as not due to a malfunction of the device. Per the operative report: we went on bypass "opened the left atrium behind the interatrial groove. We had good exposure of the valve and we sized p2 and then did an annuloplasty and then with 2-0 ethibond sutures, which were pledgeted, the p1 and p3 were the secured together with interrupted 4-0 ethibond sutures. The findings were as noted. I attempted a gore-tex repair with one gore-tex suture from the medial and lateral papillary muscles and unfortunately this unsuccessful. We then did an alfieri repair. There is no leak. We closed up the left atrium and came off bypass and unfortunately had the mitral stenosis. We recrossclamped and after having going back on bypass and again gave cardioplegia, the mitral valve was excised and we chose a tissue valve... The sutures were placed in the annulus and then passed through the sewing ring of the valve. The valve was seated into position. The sutures were secured . We went through the usual de-airing maneuvers. After closing the left atrium, we again came off bypass. There is evidence of a leak in the area of around 1 or 2 o'clock. We recrossclamped after having gone back on bypass and opened the left atrium again. The site was identified and repaired with several pledgeted sutures and again we were closed the left atrium." He came off bypass nicely.

Manufacturer narrative:
Method: device not returned additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Surgeons often attempt to repair valves in lieu of replacing them due to improved long-term clinical outcomes. There are times when a valve repair is attempted using an annuloplasty ring and subsequent post-repair evaluation demonstrates an inadequate result. This is almost universally due to suboptimal anatomy, surgical technique or inappropriate sizing, and not a malfunction of the annuloplasty ring.